Event description:
It was reported that hydromorphone (dilaudid) was used in the pump, and the pump had to be replaced. It was also reported that the patient's pain medication had been titrated down for five years. The pump dose was decreased. The physician continued to titrate down the medication. The reason for the continued decrease was unknown. The patient had a change in therapy effect. The patient had increased baseline pain ever since the dose was decreased, and he started using the personal therapy manager (ptm). The patient wasn't getting good pain relief, was spending too much time sitting, could hardly walk even with assistive devices, and his quality of life had decreased. It was noted that the patient had arthritis and "bone on bone." It was also noted that the patient had graves disease 6 years ago, had lost weight, and then regained. The timeline of the patient symptoms above and outcome in relation to the pump replacement were not clarified, but it was reported that the patient experienced symptoms after the pump replacement. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was clarified that the drug in the pump was morphine and not dilaudid. It was reported that morphine was put in the pump and the drug ruined the pump/the pump went bad.

Manufacturer narrative:
Product ID 8709 lot# l56463 serial# implanted: (B)(6) 1999 explanted: (B)(6) 2010; product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).